Manufacturer narrative:
Multiple attempts to obtain additional information were made, but no information has been received. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that immediately post implant of this annuloplasty ring in the mitral position, the ring was explanted and replaced with a bioprosthetic mitral valve. No reason for the explant was received, and no adverse patient effects were reported.

Manufacturer narrative:
Conclusion: investigation results indicate that this does not indicate a potential manufacturing issue. Surgeons often attempt to repair valves in lieu of replacing them due to improve long term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates an inadequate result. This may potentially be due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the annuloplasty ring. In this case, this annuloplasty ring in the mitral position, the ring was explanted and replaced with a bioprosthetic mitral valve due to weak patient anatomy. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts have been made to obtain additional information without success at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.